Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service was informed that the monitor would not power on. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation, the event date and additional information from the customer . Additional information received from the customer states that the connection was secure. The device was inspected prior to use. The monitor did not turn on. No foreign objects were observed on the electrical contacts. There was no cable damage. The power cord was securely attached. The power cord was twisted, coiled or bunched. Per the customer the cord was enrolled. It was not confirmed that the video plug and electrical contacts were dry. The power supply was inspected. The equipment was sent to the service center for repair. This issue was found during inspection prior to use. There was no delivery of the actual product to the legal manufacturer, so the cause could not be identified. The lm reported that the most probable causes for the reported event are as follows: although this is a conjecture, it is considered to have occurred due to the following factors. · faulty power supply board · failure of the image processing board since both products have been manufactured for five years and seven months, they are considered to be caused by aging. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, special adoption, and variation. If additional information is received this report will be supplemented accordingly.